Event description:
It was reported to philips that the device didn't boot up correctly and displayed an error message as "cannot locate mpm application.exe". "Please re-apply latest software update".

Manufacturer narrative:
Updated conclusion code and component code.